Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient was admitted to the hospital on (B)(6) 2016 due to excessive fluid drainage at the thoracic incision site. As a precaution, the patient was treated with IV and oral antibiotics. Hence, the physician stated it was not an infection. Surgical intervention was undertaken the next day wherein the lead was tunneled to the left flank area and connected to the ipg. The patient was discharged on (B)(6) 2016.